Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported prior to using the 355ld on the pt the scrub nurse tried to activate the shield and firing mechanism of the trocar and could not get it to activate. Several attempts were made, but the shield reset button would not stay activated. Another trocar was pulled and used without difficulty. There was no consequence to the pt.